Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and crack. Adhesive around objective lens and light guide lens was peeled. Electrical connector had corrosion due to water leakage. Control unit and grip was shaved. Switch was worn out. Connecting tube had a cut and dent, and was wrinkled. Distal end cover had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The customer completed a questionnaire regarding the foreign object and confirmed the product was cleaned, disinfected and sterilized prior to sending to olympus. The customer was unable to identify the foreign object, and stated the endoscope was not used in a case with foreign matter attached to it. Based on the results of the investigation, it was not possible to identify the cause of the residual foreign matter, because it was unclear whether the reprocessing was performed according to the IFU from the information obtained. The event can be detected/prevented by following the instruction manual (operation) which states: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] - when using the spray button 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. Olympus will continue to monitor field performance for this device.